Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received back-to-back readings that were clinically significant using test strips that fell into range when troubleshooting. The consumer stated that he does not run regular control solution tests. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.